Manufacturer narrative:
(B)(4). D10: 42512100914 66350296 persona® vivacit-e. G2: foreign - event occurred in south africa. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 8 months post-implantation due to tibial component loosening and pain. Postoperatively, the patient developed knee pain, and at follow-up visits the surgeon identified progressive tibial component loosening on radiographs with minimal to no bone ingrowth at the bone¿implant interface. Intra-operatively during the revision, the tibial component was confirmed to be loose with minimal bone ingrowth, was removed, and replaced with a cemented tibial component with a stem and a polyethylene insert. Attempts to obtain additional information have been made; however, no more is available at this time.